Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 455 mg/dl. The customer stated the pump said mechanical something and then didn't pay attention. The customer stated that they checked the blood glucose and it read 455 high and the customer was going to put reading in the insulin pump but the insulin pump says rewind. There was no troubleshooting performed for the high blood glucose level. Troubleshooting was performed for the insulin pump through a displacement test and the insulin pump passed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The product was not replaced. The product was not returned for analysis.